Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Healthcare professional reported "implant bursted when placing in patient" and "no injury to patient" against device. The device was not implanted.

Event description:
Healthcare professional reported "implant bursted when placing in patient" and "no injury to patient" against device. The device was not implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening on radius. A visual and microscopic analysis was performed which identified: striated opening on radius. Base on the device analysis the final assessment is: striated opening assessed as surgical damage.